Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection observed the fiber bevel edge was not aligned with the output window, indicating glue failure. The glass cap exhibited severe devitrification. The metal cap exhibited severe charred debris adhesion on its surface, indicative of prolonged tissue contact. The fiber was functionally tested with hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. It is probable that the debris adhesion found on the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperatures can lead to fiber damage, including glue failure. According to the instructions for use, the user is instructed to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Based on the analysis results and information available, there were no breaks along the length of the fiber, and the procedure was completed without patient complications. The information reasonably suggests the identified glue failure is unlikely to cause patient harm if it was to recur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body.

Event description:
It was reported that during a photo-selective of the prostate, that the fiber cap detached. The fiber was replaced to continue with the procedure. The procedure was successfully completed without patient complications.

Event description:
It was reported that during a photo-selective of the prostate, that the fiber cap detached. The fiber was replaced to continue with the procedure. The procedure was successfully completed without patient complications.